Event description:
Report three of three received, of the tubing set separating right below the filter. The pt receives tpn 3 liters over 22 hours. On three separate occasions, the pt experienced the tubing separation. The pt's only oral intake is ice chips and popsicle's. It is unknown to the rptr how the pt discovered the separation or how much tpn had leaked. The pt did not experience a decrease in blood sugar. The pt had extra tpn and tubing sets in their home. Once the leak was discovered, the bag and tubing set was changed. No report of adverse pt effect. Additonal pt informaiton was requested, but no further info was available.